Manufacturer narrative:
Submit date: 08/05/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reported that they tested the lite gloves and they found that 5 split after placing them on the handle. No patient involved for this test.